Event description:
It was reported the patient presented with redness and hardness at the pocket from an infection. The implantable cardioverter defibrillator (ICD) was explanted. The physician attempted to explant the right ventricular (rv) lead on (B)(6) 2024 but was unsuccessful. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted.